Manufacturer narrative:
H2: additional information ¿d4: unique identifier (UDI) #¿ h3, h6: ¿the reported device was received for evaluation. It was determined the device contributed to the reported event. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Visual inspection of the q2 controller. The warranty seal is broken; the unit have been previously opened; the manufacturing date of the controller is 2012. The 18pin and the 27pin connector show a huge amount of dust. The connector for the foot pedal is twisted, bent and damaged; no visible manufacturing abnormalities were found. During functional evaluation the quantum 2 controller was powered on and after pressing any button an error message e8 immediately appeared with an acoustical alarm sound and a red attention led; the failure message could not be reset. The complaint was verified and the root cause could be associated as an electrical component failure. Factors, which could have contributed to the error event, include a power surge in the controller or failure of an internal component. Factors, which could have contributed to the damage event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. ¿

Manufacturer narrative:
B5: event description. H6: medical device problem code.

Event description:
It was reported that during service maintenance, the quantum 2 controller was showing an error e8 when switched on. No case reported; therefore, no patient was involved.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during service the quantum 2 controller was showing an error 8 when switched on. No delay and no applicable back up. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.